Event description:
Account reported that during an attempt to treat a heavily calcified lesion, significant resistance was encountered. Physician reported that he removed the twin-pass catheter and found the distal tip to be severed from the main body of the twin-pass catheter. Physician was unable to locate the missing tip. It was reported that the patient showed no signs of adverse outcomes, and that physician would continue to evaluate patient at follow-up.

Manufacturer narrative:
Manufacturer's investigation concludes that the twin-pass catheter involved in the incident shows fracture due to stressful conditions. The exact conditions of use during the reported incident cannot be confirmed by the manufacturer.